Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator displayed a "poor pad contact" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The actual electrode pads were not returned to zoll medical corporation for evaluation. An investigation was conducted on retained samples of onestep complete electrodes, lot 0321h for the customer's report. The retained sample testing was performed against the lot which included visual and functional testing with no issues found. Review of all records were performed and passed. The pads were found to be assembled to specifications and functioned as intended. Based on the evaluation of the retained samples it was concluded that the samples were assembled according to specification without duplicating the report. Analysis of reports of this type has not identified an increase in trend.